Event description:
The complainant reported in 2006, that a pt (age and gender unk) underwent esophageal dilatation using a cre balloon dilatation catheter. When the procedure was finished, the physician could not deflate the balloon all the way. The device was pulled out of the scope, the balloon detached from the catheter. (Location and retrieval method unk). The pt did not sustain any complications or ill effect as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.